Event description:
Customer reported being unable to test using his adc device due to a fast draining battery. Customer reported that he experienced hypoglycemia with symptoms of low blood pressure and seizure. Customer was able to self treat. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.